Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had intolerance of halos. The iol was exchanged for another monofocal lens model following the initial implant procedure. Additional information has been requested.

Event description:
Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
The lens was retuned in a specimen cup with a surgical sponge. The lens was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The file indicated the use of a qualified cartridge and handpiece. The viscoelastic indicated is non-qualified for the product combination used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal company 16.0 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal lens. Due to the exchange of a multifocal company lens to a monofocal toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).